Event description:
The bolt for the clamp could not be inserted in the screw hole of the crown during surgery. Another device was used to complete the case. Time of surgery was extended by 40 minutes. There was no adverse patient outcome. As the event resulted in a delay in excess of 30-min. An MDR is filed to document this event.

Manufacturer narrative:
Device has not yet been returned for evaluation. Cause of the problem cannot be determined at this time.

Event description:
Follow up report.

Manufacturer narrative:
The device was not returned for evaluation and as such an investigation cannot be completed. Information was limited and no conclusions can be made.